Manufacturer narrative:
Manufacturing date was no available at the time of this report. (B)(4). The system was evaluated by a field service engineer (fse). Fse found the sidecut to be slightly football shaped and striking glass in all areas. Fse evaluated galvo block and found y galvo feedback at 1.80 when commanded to 2.0v. Fse replaced the galvo block and tested. Verified alignment thru 6x to objective lens. Performed z baseline offset calibration. Gelled laser at dr. Settings and verified sidecut retrace function. Measured energy and depth in gel. System meets johnson and johnson specs. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and surgeon was unable to lift the flap of the right eye (od) as no side was made during treatment. It was also noted there was a little opaque bubble layer by the pocket. The surgeon opted to perform photorefractive keratectomy (prk) for the od on the same day and placed a bandage contact lens (bcl). No loss of vision was reported with uncorrected visual acuity (ucva) 20/16 od.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
H4. Device manufacture date (mm/dd/yyyy): 5/14/2009. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.